Event description:
During implantation, when the lead was in position, the helix screw did not extend properly for fixation. Another lead was used. No patient complications were reported, due to this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.